Event description:
Note: date of event is unknown. It was reported to boston scientific corporation that a percuflex plus ureteral stent was to be used during a cystostent change procedure. The procedure date was approximately 2 weeks ago. According to the complainant, they were preparing to perform a routine change of stent. During the procedure, the physician took the stent and was getting ready to put it in the patient and one end of the pigtail broke off. It completely detached outside the patient. They used a second percuflex plus ureteral stent to successfully complete the case with no complications.

Manufacturer narrative:
The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this failure. If there is any further relevant information, a supplemental manufacturer's report will be filed. (B)(4).